Manufacturer narrative:
(B)(4). Additional information was received that the patient had developed scar tissue that was irritating a nerve at the lead site. The patient underwent a revision procedure wherein the physician cleaned up the scar tissue and had decided to replace with a smaller lead. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.